Event description:
It was reported that this implantable lead was explanted due to a product performance issue. A new device was successfully implanted. Additional information indicated that the patient had pocket erosion and infection. No additional adverse patient effects were reported. This implantable lead was previously capped. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).